Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension procedure on (B)(6) 2015. The patient was placed in hospice on (B)(6) 2015 and subsequently passed away on (B)(6) 2015. The primary physician stated that the death was not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/27/2016; date of follow-up report : 01/28/2016.

Event description:
Date of patient's superdimension procedure was (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site updated the "ate: of date to (B)(6) 2015 and reported the cause of death is metastatic lung cancer.